Manufacturer narrative:
A service history review of axsym indicates there were no other potential injury complaints. A review of complaints and quality metrics found no trends related to this issue. A review of the axsym system operations manual found information on the correct procedures for loading patient samples, operational precautions, and hazards of the axsym system. Based on the available information, the most likely cause for the operator's hand to be punctured by the probe was failure to follow the axsym operations manual and "pause" the system prior to loading a sample rack into the system. A malfunction of the axsym system was not identified.

Event description:
A customer's hand was punctured by the axsym probe while loading a specimen rack. The customer did not push pause per operation manual instructions prior to loading the rack. The customer received wound irrigation and disinfection and was tested for infection. No further impact to patient management was reported.